Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of false positive group a strep patient results were obtained. Upon performing throat culture testing, negative group a strep results were obtained. The customer also confirmed that testing with a new kit lot provided negative group a strep results as expected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of false positive group a strep patient results were obtained. Upon performing throat culture testing, negative group a strep results were obtained. The customer also confirmed that testing with a new kit lot provided negative group a strep results as expected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using kit grp a strep 30 test veritor (material#: 256040), batch number 5142426. The customer reported that they received false positive results with patient samples. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.